Event description:
It was reported to ge medical systems that when using the advantage sim 5.0 software, if the patient is scanned in any other position other than head first supine, the anterior, posterior, left and right margin expansions are inverted. No injuries were reported.